Event description:
The device was connected to a patient and a diagnosis of asystole was made. An uspecified period of time afterwards, the device screen reportedly went "black". The operator replaced device batteries with no effect on the failure. Another device which was on scene was used. The patient was not resuscitated. The reported stated there were no adverse affects to the patient resulting from the event, due to use of the backup device and lack of patient viabitlity.